Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer: no, lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vich12.6 implantable collamer lens, +03.50 diopter, in the patient's eye on (B)(6) 2016. The reporter indicated the lens had a refractive surprise. The lens remains implanted.

Manufacturer narrative:
(B)(4). The lens was removed on (B)(6) 2016 and exchanged with a lens of different diopter, which resolved the problem. (B)(4). Conclusion code: per dfu of this lens model, vicl is contraindicated in patients with previous corneal or refractive surgery. Device evaluation: lens was returned dry in lens case/vial. Visual inspection found haptic broken and fibers on lens. Dimensional inspection and functional inspection concluded the lens in specifications. (B)(4).